Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: the keypad was intact with no lifting or damage observed. All of the buttons on the keypad were intermittently responsive and required excessive force to activate. The symbols on the up arrow, down arrow, and contrast buttons were worn. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the display screen had a discolored contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated that both the up and down arrow buttons had a delayed response. Per reporter, there was no damage to the rubber on the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.